Event description:
It was reported that inappropriate shocks were delivered due to oversensing when it come to this device. A follow took place and isometric postures did not reproduce noise. The devices tachycardia therapy was switched off. Additional follow up noted that artifacts were reproduced when the patient twisted their torso and during pocket manipulation. The device has since been programmed to secondary vector. An x-ray was sent for review to technical services (ts). Ts noted that from the lateral image when the electrode is coming out of the header it suggests a potential kink. It was noted that this could not be confirmed as the frontal view was not available via x-ray. Additional information noted that this patient received another inappropriate shock and a review by ts was needed. To date, no further information was provided when it comes to this case. Additional information noted that this electrode was explanted and will not be returned as it was obtained by the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode will not be returned. Should additional information become available this investigation will be updated.